Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient has recovered from peritonitis (two days after the event onset). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd fluid and abdominal pain. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (2gm, weekly, intraperitoneal, ongoing) and ceftazidime injection (2gm, once daily, intraperitoneal, discontinued on the same day) for peritonitis. A day after the event onset, the patient was treated with ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient has recovered from abdominal pain and cloudy pd fluid; however, was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.